Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high shock impedance was observed on the rv lead. The rv lead was capped and replaced. No further information available.

Event description:
New information received indicated that the patient was asymptomatic and was in stable condition pre, during and post procedure.